Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "left-side rupture". Healthcare professional later reported capsular contracture, baker grade iii, ¿breast grade 2/3 ptosis¿ and ¿waterfall type deformity¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and crease flat. A microscopic analysis was performed which identified: one broken striated on the anterior. Based on the device analysis the final assessment is: one broken striated on the anterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and / or corrected data.

Event description:
Healthcare professional reported "left-side rupture". Healthcare professional later reported capsular contracture, baker grade iii, ¿breast grade 2/3 ptosis¿ and ¿waterfall type deformity¿. Device has been explanted.